Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine generator change procedure, high impedance was noted on the left ventricular lead. The capture was stable. Electrocautery was not used and the physician felt that they had not damaged the lead. The physician decided to leave the lead implanted. The patient was stable throughout.